Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple high voltage system components were evaluated and replaced, including the x-ray tube, hv tank, gen driver kit, hv regulator pcb, and filament regulator pcb. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of low ma error, system shuts down. The fse determined the cause of the problem to be the hv tank, gen driver kit, hv regulator, and filament regulator. The fse replaced the hv tank, gen driver kit, hv regulator, and filament regulator to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.